Event description:
The customer reported receiving a small cut on a gloved thumb while attempting to remove pieces of a broken cuvette in the wash tower probes of the unicel dxc 660i synchron access clinical system while troubleshooting with a beckman coulter customer technical support (cts) over the telephone. The customer stated that the cts repeatedly cautioned the customer regarding the danger of broken glass and advised the customer to use the cuvette removal tool to remove the broken cuvettes. However, despite wearing gloves and repeated cautions from the cts regarding the broken glass, the customer received a tiny cut on the thumb. The customer reported the incident to the laboratory director and sought medical attention from an infectious disease doctor. The customer's blood was also drawn for base line testing of blood-borne diseases. The physician evaluated the cut and prescribed medication. The customer could not recall the medication but was advised to take one tablet per day, for 28 days. The customer's blood is currently being monitored for one to two months. The customer had a first follow-up appointment on (B)(6) 2014 and reported that the blood results were fine. The customer reported that the side effects of the prescribed medication affected the customer's coordination after waking up in the morning, and made the customer nauseous. However, the customer confirmed of being able to function properly and reported back to work.

Manufacturer narrative:
In conclusion, use error caused or contributed to this incident. The customer received a small cut on the thumb despite multiple warnings by the customer technical support (cts) regarding the danger of the broken glass. The customer was able to resolve the issue with the instrument and a beckman coulter field service engineer (fse) was not dispatched to the customer's site for this event.